Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3889-28, lot # v011743, implanted: (B)(6) 2006, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) did not stay ¿downward¿ and had come more superficial to the skin. It was noted it was causing the patient pain on the left side of their body. The patient stated it was obvious it was close to the skin but it was confirmed it had not broken through the skin. It was noted the pain from the implant often woke them at night. It was later reported the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer representative.